Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a cassette was snapped in two and eventually broke off. This was noticed while pumping a controlled drug. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received for evaluation. Three (3) picture were attached and reviewed. Visual inspection found picture one shows a yellow 100ml cassette being held by the tube, no damage is visible in this picture. Picture two shows a yellow 100ml cassette inside a plastic bag, the distal end of the tube is missing. Picture three shows a yellow 100ml cassette were tube is visible to be broken in two. The reported failure is confirmed. The root cause of the issue could not be determined. If the product is returned, we will reopen this complaint for further investigation. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received on 02-sep-2022 via email and attached to complaint object: event description: the cassette was being pumped and the operator noticed the line was snapped. Event date updated. No patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.